Event description:
It was reported that the customer rec'd an altitude alarm. There was no impact to the customer's blood glucose level. There was a temporary delay in resuming insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.